Event description:
Malfunction with one of the devices. Reported by health care professional office. Health care professional office did not consent to follow up. No further information/clarification available. (B)(4).